Event description:
It was reported that the t: slim x2 pump battery would not charge, leading to a shutdown. There was no adverse impact to customer¿s blood glucose level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.